Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the farawave into the sheath, air was aspirated from side port and a leak was noticed. It was a slow leak was observed from the valve. Air bubbles were observed in the side port of the sheath. Versacross connect, starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. Pump at the rate of 30ml/l was used. Blood leak was observed and no air seen in the patient. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the farawave into the sheath, air was aspirated from side port and a leak was noticed. It was a slow leak was observed from the valve. Air bubbles were observed in the side port of the sheath. Versacross connect, starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. Pump at the rate of 30ml/l was used. Blood leak was observed and no air seen in the patient. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.